Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2012. According to the complainant, post-procedure, the patient presented with unspecified complications. Additional information received from the physician's office on (B)(6) 2012 noted that the patient was last seen in (B)(6) 2012 and had no complications or complaints at the time. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.